Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was unknown. Customer stated blank display and pump not reading the battery. The customer was assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is corroded. Customer states the spring is neither damaged nor corroded. The customer stated there is white residue in bottom of battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Pump was inspected the electronics assembly and no moisture or burn damage noted.